Event description:
It was reported the device battery voltage had dropped from 3.20v, one month post implant, to 2.59v, two months later. One month later, the device could not be interrogated during a clinic visit. There was no evidence of pacing or other activity from the device. It was replaced. An attorney later alleged the products were 'defective and failed'. His claim also alleged patient injury. Additional information states a lawsuit alleges the device had early battery depletion, due to the lead. It also states the replacement of the ICD and lead caused 'scarring ' to the patient's 'already fragile heart' and forced him to undergo 'additional and unneccessary complicated surgeries'. It further states as a result, the patient 'suffered severe physical and emotional injuries' and 'severe post-traumatic emotional distress as a result of the defective lead'.

Manufacturer narrative:
It was reported the device battery voltage had dropped from 3.20v, one month post implant, to 2.59v, two months later. One month later, the device could not be interrogated during a clinic visit. There was no evidence of pacing or other activity from the device. It was replaced. An attorney later alleged the products were 'defective and failed'. His claim also alleged patient injury. Additional information states a lawsuit alleges the device had early battery depletion, due to the lead. It also states the replacement of the ICD and lead caused 'scarring ' to the patient's 'already fragile heart' and forced him to undergo 'additional and unneccessary complicated surgeries'. It further states as a result, the patient 'suffered severe physical and emotional injuries' and 'severe post-traumatic emotional distress as a result of the defective lead'. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure capacitor device was out of specification in a manner that relates to event interrogate, difficult to pace, failure to premature eri (elective replacement indicator)low battery.